Manufacturer narrative:
Correction: UDI number previously stated (B)(4) was corrected. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A 2-year lot history review found 3 complaints for this lot number and failure mode. (B)(4) per the instructions for use, the user is advised the following; to make sure the skin is dry i.e. Free of water, sweat, alcohol, etc. Do not apply any substance to the skin surface that will leave a residue, i.e. Lotions, oils, etc. Do not fold, trim, crush, or store under heavy objects. Misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: b5 previously stated (B)(6) 2019 it should be (B)(6) 2019. H11 previously was not checked when the UDI correction was made.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the facility that the 2516m, pad pro, did not have good adherence and was not providing accurate reading during an emergent resuscitation procedure on (B)(6) 2019. Another pad pro defibrillator pad had to be used to complete the defibrillation. There was no patient injury or impact and the patient's current status is good. This report is being raised based on device malfunction during an emergent procedure with potential for injury upon reoccurrence.